Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Due to stress and additional external factors unrelated to the pump, the customer experienced an elevated blood glucose (bg) level. However, the customer overestimated the bolus amount and experienced a low bg level. The customer declined to provide additional information and declined to perform troubleshooting.